Event description:
It was reported that during a sigmoid colectomy da vinci procedure, the cut and energy function was not working on the vessel sealer instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. After the completion of the da vinci procedure, the surgical staff placed the instrument back on da vinci system and the instrument worked fine with no problems noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the customer's reported complaint. Failure analysis was unable to test cut and energy of the instrument since the wrist was dislodged and was unable to be inserted into the cannula. Additional observation that was not reported by site was that the instrument snake wrist was dislodged. One wrist disc was dislodged which prevents the instrument from being inserted into the cannula. The electrical continuity test passed testing. Failure analysis concluded that the dislodged of the instrument may have been due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi reviewed the system logs and it showed that the instrument was used for 3 minutes. The instrument was inserted 8 times before usage. There were no problems found in the log as it showed 3 cuts completed and no cut failures. The sealing function was used with no problems observed. There were no other damages found on the instrument. This complaint is being reported due to the following conclusion: the cut and energy function was not working on the vessel sealer instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.